Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician encountered difficulty crossing the lesion with a taxus express2 3.0x12mm drug eluting stent. Upon removal, it was noted that the distal portion of the stent was lifted up. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The exact cause of the complaint could not be determined; therefore, the most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.